Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.0ua. The criteria is <55ua. Pass; meter setting, audio and all buttons function are ok; we received the returned strips from patient (strip lot number:d151201-1) and found the strips are moist. The control solution tests for level low were 235/210 mg/dl; for level high were 485/426 mg/dl. The request control solution ranges are: level low 25~70 mg/dl, level high 210~310 mg/dl. Most results were not within the acceptance range; we tested the suspected meter with in house control solution and retain strips (same bacth strip: d151201-1). The control solution tests for level low are 54/54 mg/dl, for level high are 250/255 mg/dl. The request control solution ranges are: level low 25~70 mg/dl; level high 210~310 mg/dl. All results were within the acceptance range. Pass. According to above tests, we found the results of incorrect readings might because patient stored the strips in a uncontrolled or improper environment and lead to strips moist and produced incorrect readings.

Event description:
The end user initially contacted (B)(4) on 08/31/2016 in regards to high blood glucose readings. Troubleshooting was not able to be performed due to the fact that the end user did not have control solution to test her glucose meter. A sample bottle was sent to the end user and she was instructed to call back for further testing once the control solution was received. The end user contacted (B)(6) on 09/03/2016 and reported that medical attention was sought on (B)(6) 2016 at 4:00am. She became unresponsive and was sweating profusely and her husband called the paramedics. Paramedics performed a blood glucose test with their meter with a result of 31 mg/dl. They proceeded to test with her prodigy meter and the result was 274 mg/dl and she was informed that her meter was outdated. Two shots were administered but the husband could not recall as to what was given along with a piece of buttered toast. The prodigy meter along with its components have been replaced. No further actions were reported.